Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet for at least 30 minutes, which resolved the issue as the pump began charging.